Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included allergic rhinitis since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced visual impairment ("vision problem"). In april 2017, the patient experienced rash ("allergic or hypersensitivity reaction type: rash"). On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy, removal of the essure devices and hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, mood altered, vaginal haemorrhage, menorrhagia, rash, depression, migraine, headache, dysmenorrhoea, visual impairment, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Preoperative/postoperative diagnosis(es): undesired essure device, undesired iud, multiparity. Removal of iud, operative laparoscopy. Iud strings were present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram in (B)(6) 2013: results: plaintiff fallopian tubes were occluded. Total bilateral occlusion; on (B)(6) 2013: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine. Most recent follow-up information incorporated above includes: on 10-sep-2019: mr received history and lab data, new reporter's were added. Removal details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.